Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. The investigation is ongoing.

Event description:
The following was reported to gore: the doctor reported that during an up and over case, the device was positioned over a .014 wire and deployment initiated. However, there was no tension on the deployment line and the deployment line was pulled completely out without device expansion. The device was removed from the patient.

Manufacturer narrative:
Corrected data: h1.type of reportable event. Additional manufacturer narrative: evaluation of the actual device revealed that this event does not meet the definition of a reportable malfunction event, therefore is retracted. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. A supplemental MDR is being submitted indicating that the initial medwatch report is inaccurate and unwarranted based on the investigation findings.